Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "hole in valve". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease(flat), wear abrasion, white particles and delamination. A leak test was performed and found delamination in the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health professional reported right side "hole in valve". Device was explanted.